Event description:
Applicator tip came off plastic shaft while obtaining culture from peritoneal cavity during appendectomy. Laporoscopic exam to locate tip was negative. Peritoneum opened and irrigation performed. Tip not retrieved.